Event description:
A caller reported that the pump battery was depleting too quickly. There was no reported impact to the customer¿s blood glucose level. The patient declined further troubleshooting and follow-up, leading technical support to close the case.